Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger where the reporter stated that a chemobag spiked delivery of chemo had started when leak was detected at bottom of drip chamber. In addition, the customer also stated that the line would not backprime and the pump alarmed "proximal occlusion, check b line." B line port found to be stuck. There was no impact. There was no or minimal disruption < 1 hr. The intervention required was minor - local area intervention required to resolve issue. There was patient involvement, but no one was harmed as a result of the reported event. The event did not involve death or serious deterioration of a person.